Manufacturer narrative:
(B)(4). Product evaluation: no analysis results available. Device not received for evaluation.

Event description:
It was reported that "the head of the bur is detached from the shaft at the end of the surgery, at the end of the drilling procedure." There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2015. Date of this report: (B)(6) 2015. Describe event or problem: additional information received: ¿during normal use of the cutting curved 40°bur for removal of the bony portion of the floor of the right frontal sinus, there was a break for fracture of the distal portion of the bur itself. No damage has occurred to the patient and the procedure, after recovering the fragment from the handpiece.¿ the break occurred as the procedure was being completed. Is this a single-use device that was reprocessed and reused on a patient. (B)(6). Date received by manufacturer: (B)(4) 2015. Usage of device: initial.

Event description:
Additional information received: "during normal use of the cutting curved 40 degrees bur for removal of the bony portion of the floor of the right frontal sinus, there was a break for fracture of the distal portion of the bur itself. No damage has occurred to the patient and the procedure, after recovering the fragment from the handpiece." The break occurred as the procedure was being completed.

Manufacturer narrative:
Device available for evaluation? Yes. Date received: 04/01/2016. Date manufacturer received: 04/11/2016. Product evaluation: for analysis, 1 un-sealed sample and 2 sealed samples, part number 1883070hs, from lot number 0209442691 were received; there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide] on the un-sealed sample. When compared to the assembly drawing: 0.667¿ of the distal tip broke off at the end of the spiral wrap which would have resulted in the reported event. When viewed under magnification, there was gouging at the distal end of the outside diameter of the inner cuter and the inside diameter of the outer tube which corresponds the support area for the tip. The gouging wore through one side of the outer tube. The damage was consistent with excess pressure applied during use. Note: [excess: exceeded sufficient pressure required for operation]. Instructions for use warn that excessive pressure applied to a bur/blade may cause a fracture. One of the two sealed samples were opened for the analysis and functionally tested; the bur loaded into the handpiece, ran at 12,000 rpm in forward direction, cut saw bone, without the tip breaking off and without the wear seen on the complaint sample. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.